Manufacturer narrative:
Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review (prr) table. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific has assigned an investigation conclusion code of 'adverse event related to procedure.' It was reported that resistance was noted and that the shaft broke inside the guide catheter during advancement. Based on the available information it is likely that a restriction was encountered, which led to the reported resistance and break while advancing through the patient, due to an interaction with this device and the guide catheter used during the procedure.

Event description:
It was reported that the balloon catheter fractured. The target lesion was located in the left anterior descending (lad) artery. During the procedure, the physician prepared the vessel and successfully placed two stents. After multiple attempts to place a third stent distal to the other two were unsuccessful, the physician opted to utilize a 2.50 x 12 mm agent dcb to treat the small distal lesion. The agent device was prepared and inserted into the 7f guide catheter, where some resistance was noted during advancement into the patient's body. The balloon catheter cracked while the device was still inside the guide catheter but did not fully break. The device was fully removed from the patient in one piece by pulling it out of the guide catheter. The procedure was successfully completed using another same device and there were no patient complications. The patient is expected to fully recover.

Event description:
It was reported that the balloon catheter fractured. The target lesion which was located in the left anterior descending (lad) artery. During the procedure, the physician prepared the vessel and successfully placed two stents. After multiple attempts to place a third stent distal to the other two were unsuccessful, the physician opted to utilize a 2.50 x 12mm agent dcb to treat the small distal lesion. The agent device was prepared and inserted into the 7f guide catheter, where some resistance was noted during advancement into the patient's body. The balloon catheter cracked while the device was still inside the guide catheter but did not fully break. The device was fully removed from the patient in one piece by pulling it out of the guide catheter. The procedure was successfully completed using another same device and there were no patient complications. The patient is expected to fully recover.